Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy, discomfort at the lead site due to poor placement of the lead. The lead was slipping all the way causing pain. As a result, surgical intervention took place on (B)(6) 2025, wherein the lead was repositioned to address the issue.